Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) male patient reported that after wearing the lifevest, he now has a pinched nerve in his neck and the pain reaches down his arm into his forearm. He ended use eight weeks prior but that he is still feeling pain today. He stated that he has consulted with his doctor and now has to take medication. The patient reported that his neurologist diagnosed him with a pinched nerve. He states that he wore the lifevest strap around his right shoulder and now has pain that radiates down his left arm and into his fingers. He reported that he did feel pain while he was wearing the lifevest but he did not consider changing how he wears the lifevest as he tends to ignore pain. Zoll cannot definitively rule out the lifevest as a contributing cause to the injury.

Manufacturer narrative:
Type of reportable event: no death of device malfunction was associated with this event. The patient reported pain in his neck associated with a pinched nerve. The patient reported the injury eight weeks after ending use of the lifevest. Event problem and evaluation codes: method - the patient reported an issue with the lifevest about eight weeks after ending use. There is no particular equipment associated with this complaint. The patient expressed a general concern about the comfort of the device.